Manufacturer narrative:
(B)(4). Date sent: 09/15/2025 d4: batch #802c24 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the gst45b reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 3 double drivers out of position and 1 double driver missing, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 802c24 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the damage occur right out of the packaging, during loading/unloading, or in the operative field? - what part broke (closing trigger, firing trigger, handle, jaws, buttons, etc.)? - did any piece break off of the device? - did it fall into the patient? - did retrieval alter the procedure in any way? If yes, please explain. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst45b with lot number 822c83; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the scrub technician tried to fit the load into the stapler and the it did not fit. It was reported that the load was crooked. Another reload was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.